Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had bloody drainage from around the driveline. A drain was placed, and the patient was sent to a different hospital for surgical opinion and intervention for driveline infection as needed. Cardiothoracic surgery was consulted for increased drainage from the drain site. The patient required transfusion with 2 units of packed red blood cells (pcrb) with stabilization of hemoglobin. The patient was taken to the operating room for drain removal and washout when the bleeding and outflow graft disconnection were noted. Visualization via sternotomy revealed that the outflow graft clip not connected, and the bend relief was disconnected, and there was a hole in the outflow graft. Stitches were placed in the outflow graft without further bleeding. It was later clarified that the outflow graft clip was removed from the patient prior to replacement. The outflow graft bend relief was reconnected, and the outflow graft clip was not replaced. Ventricular assist device parameters within normal limits and the pump was functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft bend relief disconnect could not be conclusively determined through this investigation as no photos were provided by the account and no product was returned for evaluation. A specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported bleeding around the driveline could not be conclusively established. The patient remains ongoing on hm3 lvas and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of this document lists adverse events, including bleeding and infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures" (under "preparing the sealed outflow graft"), contains information on how to prepare the sealed outflow graft for implant. Section 5, under ¿de-airing the pump¿, explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. This section then instructs the user to visually inspect the bend relief to confirm that it is fully connected and seated to the sealed outflow graft. To confirm, try to unseat the connected bend relief from the metal fitting by gently pulling the bend relief back toward the anastomosis and then towards the pump. The bend relief should remain captured and move approximately 0.5 mm without disengaging from the graft. Section 5 of the IFU, under "securing the pump and connections", cautions that care should be taken to ensure that the sealed outflow graft bend relief remains connected during sternal closure. The IFU instructs that once the flow through the blood pump is satisfactory, ensure that the sealed outflow connections are dry and secure. Obtain hemostasis and close all wounds in the standard fashion. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Section 6 (under ¿anticoagulation¿) provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The hm3 patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the outflow graft clip had been attached at the time of the event and had been functioning well. A surgical instrument was used to remove it. The issue was that the outflow graft bend relief was not clicked in and had popped off. The hole in the outflow graft bend relief had been free floating which poked through the outflow graft causing the hole. Both the outflow graft hole and the outflow graft being disconnected were resolved following the surgical intervention. The patient was recovering.